Event description:
During a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion was located in the calcified left anterior descending artery to the diagonal. The physician attempted to use a taxus express2 2.5x12mm drug eluting stent to treat the target lesion. The catheter broke in half in the hypotube. The physician pulled everthing out and completed the procedure with another taxus stent. No pt complications occurred. Pt status is satisfactory.